Event description:
It was reported that the buttons on the insulin pump are not responding. Customer does not recalls any significant events leading to the keypad issue. Blood glucose was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces, cracked case at the display window corner, reservoir tube lip, minor scratched display window, reservoir tube window and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.